Event description:
It was reported that the user announced a dinner meal but only consumed a few bites, which led to a low blood glucose of 73 mg/dl; the user treated with cottage cheese and fruit, had no perceived symptoms, and later recorded a blood glucose of 140 mg/dl. Symptoms included hypoglycemia without clinical signs, symptoms, or conditions reported by the user. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, with relevance to the device user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.